Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was unable to review due to error code 41786. A review of the 12-month service history confirmed that no service records were identified during this period. A visual inspection was performed. A functional testing was unable to perform due to error code 41786 occurred upon power on. The reported issue was confirmed; however, the probable cause was main board malfunction. Replaced the main board to resolve the issue. Downstream occlusion (dso) and upstream occlusion (uso) sensor calibrations were performed. Following repair and software update, the device passed all functional tests.

Event description:
It was reported that during testing, the pump exhibited continuous beeping upon power on. Upon further investigation, it was identified that the device displayed an error code 41786. This malfunction makes the event reportable. There are no patient involvement and no harm/ adverse event reported.